Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer received the following results, with two different meters, within 10 minutes: 53 mg/dl (active meter) and 103 mg/dl (performa meter). No adverse event reported. The performa system is not expected to be returned for product evaluation.